Manufacturer narrative:
The reported events of choroidal effusion, exposure, and endophthalmitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: this is a known potential adverse event addressed in the product labeling. Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a chroidal effusion, implant exposure and endophthalmitis as adverse xen®45 gts outcomes in general but no patient specifics. Affected eye unknown.